Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1465, awareness date 23-oct-2015). It refers to a female patient of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Additional information received on 16-nov-2015 (ptc investigation result). The patient reported she was a nurse. She decided to have essure implanted on (B)(6) 2015 (discrepant information provided). However, it is now known that, since she had only 1 fallopian tube, than this implant procedure was a contraindication and it never should have occurred. She was implanted without anaesthetic in the office of her physician. For several months after receiving the implant, she did see her practitioner for continual cramping pain and abnormal periods. Over the next several years, she suffered debilitating symptoms including extreme cramping during menstruation, heaving blessing, irregular periods, horrific daily muscle pain, constant back pain, extreme fatigue, cognitive difficulties, swallowing difficulties, tmj, tooth decay, memory loss, infertility, and a loss of libido. She was diagnosed with chronic back pain and fibromyalgia, and depression. Because of this chronic pain and debilitating diagnoses, she was fired from her employer because she could not perform her duties as assigned. For the past 3 years, she has worked 1 complete year, with other years suffering in immense pain. She has been on several medications, which caused her numerous side effects. On (B)(6) 2015, she had a hysterectomy to remove essure and a mass on her ovary believed to cancerous. Fortunately it was benign. Her symptoms since the hysterectomy have improved, therefore, lending her to the conclusion that essure might have potentially been causing many of these diagnoses and medical symptoms. She felt like she has lost 8 years of life, being unemployed, not being able to socialize with friends and family, constantly being sick and in pain, and losing precious time with her only son. Those years could never be given back and they were gone. She had a hysterectomy to remove essure. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping pain, suffering in immense pain (seen as abdominal pain). She had a hysterectomy to remove essure. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. According to product technical complaint, a relationship between the reported medical event(s) and a quality defect is excluded. Additionally, other serious event (unlisted and unrelated) and several non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.